Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2015 by arthroscopy, sports medicine, and rehabilitation titled "a ligament reattachment technique for high-demand athletes with chronic ankle instability." The study reviewed twenty-four (24) patients who underwent foot and ankle procedures using arthrex corkscrew to treat ankle instability. Two (2) patients had impingement between the superior-positioned corkscrew during the twenty-four (24) month follow-up period. Ref: cho, b. K., et al. (2015). "A ligament reattachment technique for high-demand athletes with chronic ankle instability." J foot ankle surg 54(1): 7-12.